Event description:
It was reported that the iab was inserted without difficulty using and introducer sheath. Then the pump began experiencing high pressure alarms. Because of this, the iab was removed. There were no associated pt complications.